Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
From clinical trial study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug. According to reporter, a contrast study on (B)(6) 2016 showed extravasation from the catheter at the lower lumbar. A long split was noted in the catheter. An attempt was made at cutting and reconnecting the catheter using a connector from the lumbar drain, but the connector was too big. Therefore, the old port was replaced the device was surgically explanted from patient on an unscheduled basis (B)(6) 2016. Clinical trial study organizer reported that the access system was replaced with another system after explant. The patient was discharged from hospital on (B)(6) 2016. No permanent adverse effects reported.